Event description:
Device read 381mg/dl while the dr's device read 183mg/dl. No treatment received. No adverse event reported. No qc were used. Requested return of suspect device and replacement was sent.